Event description:
It was reported there were elevated thresholds at implant and extracardiac stimulation two months post-implant. The cause was determined to be lead placement and the patient's twiddling of the device. The lead remains in use, based on medical judgement, with programming changes made. Additional information was subsequently received reporting the lead had previously been successfully repositioned. No further patient complications were reported as a result of this event.

Event description:
It was reported there were elevated thresholds at implant and extracardiac stimulation two months post-implant. The cause was determined to be lead placement and the patient's twiddling of the device. The lead remains in use, based on medical judgment, with programming changes made. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.